Event description:
It was reported that foreign bodies were found inside the sterile packaging. The procedure was completed using an alternative device, and no patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k)#: (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that foreign bodies were found inside the sterile packaging. The procedure was completed using an alternative device, and no patient complications were reported. It was further reported that there was hair and debri noted primarily inside the outer biohazard bag. The inner biohazard bag had one piece of hair/debri.